Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The user reported the image displayed through the endoscope was blurry. The user also reported that all the adapters on the endoscope were missing. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.